Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hyperglycemia while receiving low blood glucose results on the blood glucose monitor. The patient received the following results within 15 minutes: 55 mg/dl (system 1) and 50 mg/dl (system 2). The same test strip vial was used for both meters and results. The patient stored the test strips in an old test strip vial. The reporter was advised on the proper test strip storage. The patient experienced symptoms of sweating and looking pale with the low blood glucose results. The patient was transported to the hospital approximately 10 hours later. The blood glucose result at the hospital was above 600 mg/dl. The type of treatment that was provided in the hospital was not provided. The patient was admitted into the intensive care unit for 3 days. The patient also had the common cold and he was provided with an antibiotic and cough medicine to treat at home.